Event description:
The surgeon attempted to implant 23.0 diopter cq2015 3-piece collamer lens. The lens was three quarters the way implanted and a lens tear was noticed, the lens was able to be removed by pulling the injector away from the eye with the lens still in the cartridge. No pt injury. The reporter stated that the injector was the cause of the lens tear as the same injector was used in all three attempts. This was the second of three lenses for the same pt. Please reference 2023826-2005-00908 and 2023826-2005-00910.

Manufacturer narrative:
H6: method: 86 - (other), a work order search was performed for the injector and lens. Results - 100 (other): the product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection shows that part of the lens optic was torn off and missing. Surgical residue/debris on product. A injector work order search was performed and four similar complaints were found within the lot. A lens work order search was performed and two similar complaints were found within the work order search. Conclusion: the injector has not been returned. However, based on the work order search and the circumstances related to the 4 failures, the most likely cause is with the injector.